Manufacturer narrative:
The prograsp forceps has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed and replicated the reported end-of-sheath cracking. The investigation identified a broken main tube located approximately 3.85 mm from the distal tip, though no material was found missing. Adjacent components displayed damage consistent with the breakage. Additionally, the instrument was found to have a dislodged proximal clevis, with surrounding components showing damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a prograsp forceps had the end of sheath cracked. The procedure was completed with no reported injury.